Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the therapy was turning off by itself. The rep reported that it happened once in (B)(6), once in (B)(6), and once in (B)(6). The rep reported that it didn¿t correlate with position. The rep reported that the controller indicated that the therapy was off and the patient needed to turn it back on. The rep noted that the reports didn¿t go back far enough today to compare, but the patient had a few instances of therapy unavailable on today¿s report. The rep reported that the patient was to keep note going forward of dates in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was determined that the battery was turning off after normal depletion. There were no other instances were of the machine turning off on its own were discovered. The rep reported that they instructed the patient to keep an eye on battery levels and ensure the stimulation was turned back on after normal battery depletion. The rep reported that the issue was resolved. The patient was instructed to keep a journal of dates/times they think the battery turned off by itself if it happened in the future. No further complications were reported.